Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant the pacing lead exhibited rising thresholds and had pulled back due to loss of slack. It was noted that the lead was suspected to have also dislodged. The pacing lead was repositioned and remains in use. No patient complications have been reported as a result of this event.